Event description:
The suture was used during a digiti replantation. Reportedly the sutures broke on about 3-5 mm from the needle attachement. This occurred with four sutures in succession. Surgical time extended to resuture.